Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure on (B)(6), 2011. According to the complainant, the patient had urodynamic testing which revealed that the device was controlling the patient's incontinence. The patient later presented with pain in the right pelvic and groin region (exact date unknown). On (B)(6), 2011, the patient had a removal surgery during which a different physician removed all of the mesh and the mesh carrier on the left side of the patient, but not the right side. There were no patient complications during the removal surgery. It is unknown if the pelvic pain has resolved, however, the patient's current condition was reported to be "okay." It was reported that the physician who performed the removal surgery has not seen the patient since that surgery. Attempts to obtain additional information have been unsuccessful.